Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("perforation fallopian tubes") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendicitis. Concomitant products included calcipotriol (dovonex), ergocalciferol (vitamin d2) and ulobetasol propionate (ultravate). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced libido decreased ("low libido"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, libido decreased and fatigue had resolved, the fallopian tube perforation, genital haemorrhage and alopecia outcome was unknown and the back pain was resolving. The reporter considered alopecia, back pain, fallopian tube perforation, fatigue, genital haemorrhage, libido decreased and pelvic pain to be related to essure. The reporter commented: number of micro-insert coils visible with in uterine cavity: left: 2 right: 1 a tubouterine implantation procedure was required to reverse her essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events: abnormal bleeding (general), hormonal changes describe: low libido, hair loss, back pain, perforation (fallopian tube(s), fatigue were added. Concomitants drugs , concomitant disease lab dat were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation fallopian tubes'), genital haemorrhage ('abnormal bleeding (general)/still bleeding') and pregnancy with contraceptive device ('I wanted a child and sucessfully had a daughter than ivf') in an adult female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 ((B)(6) 2001; (B)(6) 2013, (B)(6) 2001), multigravida, feeling bad, ferritin high and elective abortion (3). Concurrent conditions included appendicitis. Concomitant products included calcipotriol (dovonex), cyanocobalamin (vitamin b-12), ergocalciferol (vitamin d2), ferrous gluconate (ferralet), iron, magnesium oxide and ulobetasol propionate (ultravate). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In june 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss / unexplained hair loss") and fatigue ("fatigue"). In september 2014, the patient experienced libido decreased ("low libido / change in libido"). In april 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), memory impairment ("my memory is noticeably worse at work compared to what it used to belike when I had much stressful job,"), coital bleeding ("bleeding after intercourse"), feeling abnormal ("feel terrible"), pain of skin ("my scalp is warmer in certain area"), trichorrhexis ("my hair is very brittle"), hair texture abnormal ("hair texture is strange mostly visible"), asthenia ("low energy") and stress ("I feel my stress has decreased") and was found to have weight increased ("weight increased"), vitamin b12 decreased ("low b12") and blood magnesium decreased ("low magnesium"). The patient was treated with surgery (underwent essure reversal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, libido decreased and fatigue had resolved, the fallopian tube perforation, genital haemorrhage, weight increased, memory impairment, coital bleeding, feeling abnormal, pain of skin, trichorrhexis, hair texture abnormal, asthenia, vitamin b12 decreased, blood magnesium decreased and pregnancy with contraceptive device outcome was unknown and the alopecia, back pain and stress was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, asthenia, back pain, blood magnesium decreased, coital bleeding, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hair texture abnormal, libido decreased, memory impairment, pain of skin, pelvic pain, pregnancy with contraceptive device, stress, trichorrhexis, vitamin b12 decreased and weight increased to be related to essure. The reporter commented: number of micro-insert coils visible with in uterine cavity: left: 2 right: 1 a tubouterine implantation procedure was required to reverse her essure she did not allege that essure caused birth defects. Plaintiff wanted to be pregnant for which she underwent reversal surgery and ivf which led to her pregnancy. She did not experience any complications of pregnancy or delivery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Thyroid function test - in may 2016: normal. Ultrasound scan - on an unknown date: essure devices and they appeared to be intact the linnig of the uterus was thin and uniform, no evidence. Concerning the injuries reported in this case the following events were reported via social media : scalp sensory symptoms, pregnancy with contraceptive device, weight increased, memory impaired, post coital bleeding,pain of skin, trichorrhexis, hair texture abnormal, asthenia, stress, vitamin b12 decreased, blood magnesium decreased quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2019: plaintiff fact sheet and social media received- events- "I wanted a child and sucessfully had a daughter than ivf, weight increased, my memory is noticeably worse at work compared to what it used to belike when I had much stressful job, bleeding after intercourse, feel terrible, my scalp is warmer in certain area, my hair is very brittle, hair texture is strange mostly visible, low energy, I feel my stress has decreased, low b12, low magnesium", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation fallopian tubes/right side was poking out of my tube'), genital haemorrhage ('abnormal bleeding (general)/still bleeding') and pregnancy with contraceptive device ('I wanted a child and sucessfully had a daughter than ivf') in an adult female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (B)(6) 2001; (B)(6) 2013, (B)(6) 2001), multigravida, feeling bad, ferritin high and elective abortion (3). Concurrent conditions included appendicitis. Concomitant products included calcipotriol (dovonex), corticosteroid nos, cyanocobalamin (vitamin b-12), ergocalciferol (vitamin d2), ferrous gluconate (ferralet), iron and magnesium oxide. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In june 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss / unexplained hair loss") and fatigue ("fatigue"). In september 2014, the patient experienced libido decreased ("low libido / change in libido"). In april 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), memory impairment ("my memory is noticeably worse at work compared to what it used to belike when I had much stressful job,"), coital bleeding ("bleeding after intercourse"), feeling abnormal ("feel terrible"), pain of skin ("my scalp is warmer in certain area"), trichorrhexis ("my hair is very brittle"), hair texture abnormal ("hair texture is strange mostly visible"), asthenia ("low energy") and stress ("I feel my stress has decreased") and was found to have weight increased ("weight increased"), vitamin b12 decreased ("low b12") and blood magnesium decreased ("low magnesium"). The patient was treated with surgery (underwent essure reversal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, libido decreased and fatigue had resolved, the fallopian tube perforation, genital haemorrhage, weight increased, memory impairment, coital bleeding, feeling abnormal, pain of skin, trichorrhexis, hair texture abnormal, asthenia, vitamin b12 decreased, blood magnesium decreased, pregnancy with contraceptive device, vaginal haemorrhage and menorrhagia outcome was unknown and the alopecia, back pain and stress was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, asthenia, back pain, blood magnesium decreased, coital bleeding, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hair texture abnormal, libido decreased, memory impairment, menorrhagia, pain of skin, pelvic pain, pregnancy with contraceptive device, stress, trichorrhexis, vaginal haemorrhage, vitamin b12 decreased and weight increased to be related to essure. The reporter commented: number of micro-insert coils visible with in uterine cavity: left: 2 right: 1 a tubouterine implantation procedure was required to reverse her essure plaintiff wanted to be pregnant for which she underwent reversal surgery and ivf which led to her pregnancy. She did not experience any complications of pregnancy or delivery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Thyroid function test - in may 2016: normal. Ultrasound scan - on an unknown date: essure devices and they appeared to be intact the linnig of the uterus was thin and uniform, no evidence. Concerning the injuries reported in this case the following events were reported via social media : scalp sensory symptoms, pregnancy with contraceptive device, weight increased, memory impaired, post coital bleeding,pain of skin, trichorrhexis, hair texture abnormal, asthenia, stress, vitamin b12 decreased, blood magnesium decreased quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs and social medial received: new events added- vaginal haemorrhage and menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("perforation fallopian tubes") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendicitis. Concomitant products included calcipotriol (dovonex), ergocalciferol (vitamin d2) and ulobetasol propionate (ultravate). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced libido decreased ("low libido"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, libido decreased and fatigue had resolved, the fallopian tube perforation, genital haemorrhage and alopecia outcome was unknown and the back pain was resolving. The reporter considered alopecia, back pain, fallopian tube perforation, fatigue, genital haemorrhage, libido decreased and pelvic pain to be related to essure. The reporter commented: number of micro-insert coils visible with in uterine cavity: left: 2 right: 1 a tubouterine implantation procedure was required to reverse her essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.